Event description:
The device (forceps cev134 bipolar 350mm mouiel) was returned to mxi for service <(>&<)> repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The device (forceps cev134 bipolar 350mm mouiel) was returned for evaluation. Analysis indicated the electrode test carried out revealed an electrical leak on the electrode/handle. It was noted that both the electrode pins and the handle have residual humidity. The electrode leak could be the consequence of a coating defect or the presence of humidity. The handle was blocked in the open position when used. Corrosion was noted on the handle after dismantling. This handle blockage is due to a lack of lubrication. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).